Manufacturer narrative:
A partial lead was returned for analysis in one segment measuring 52.5 cm. An internal insulation abrasion was noted at 3.3-6.0 cm from the referenced end of the svc. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.